Event description:
Cbc (complete blood count) printout from sysmex xe-2100 hematology analyzer had patient demographics for one patient, but had a different patient's results. Sysmex was contacted. All pertaining documents have been copied and forwarded to sysmex. Sysmex did not have an explanation and stated an investigation would be opened.